Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted errors with the luminometer. Siemens dispatched a customer service engineer (cse) to the customer site. The cse identified the error that occurred. The operators were not emptying cuvettes correctly, which caused an overflowing through the luminometer. The cse cleaned the disposal of liquid cuvettes and performed alignments to the sample probe, sample air pump, and reagent probes 1, 2, and 3. Additional services performed included the replacement of the luminometer assembly, acid and base pumps, valve (v49), and block assembly. The cse verified the operation of the atellica im 1600 analyzer and noted no errors. Siemens is investigating the event.

Event description:
The customer obtained discordant tests/results for 39 patients on an atellica im 1600 analyzer with serial number (B)(4). The results were reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on alternate analyzers. The repeat results were considered correct, and the customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR on 04-aug-2022. Additional information (02-sep-2022): siemens reviewed the information regarding the error in the luminometer and did not identify a potential product problem. The siemens customer service engineer (cse) performed troubleshooting, services, and alignment on the atellica im 1600 analyzer, and the cause of the prostate-specific antigen (psa) and thyroid stimulating hormone 3-ultra (tsh3-ul) discordant results is unknown. The cse verified the analyzer's performance and resolved the issue with routine troubleshooting and parts replacement. The analyzer is operating as specified, and no further evaluation was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.